Event description:
Potential for injury associated with a 9805 hydraulic patient lift with a lever that came loose from the lift screws. This could cause the lift handle to be unstable and a user may not be able to pump the lift without causing the transported patient to sway or be stranded in an elevated position.